Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support informed the customer that loading the cartridge with cold insulin is off label per the tandem user guide. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer addressed their bg level with a correction bolus via pump.